Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the capsule fully closed. The tip-retrieval mechanism appears intact. The trigger moves to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame along the length of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. The tabs are observed to be detached from the male deployment knob component. The carriage components are observed to be undamaged. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The device was received with the handle components separated. The snap fit tabs on the actuator were observed to be detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was 50% deployed, the actuator handle separated. The physician placed the pieces together and was able to deploy the valve. It was reported that as the valve was loaded, the knob ¿felt loose¿. No adverse patient effects were reported. Note: it was reported that the valve loader was experienced (150 loads) and that no loose tabs were noted prior to deployment.